Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. It should be noted that the vision instructions for use (IFU) warns that, persons allergic to l-605 cobalt chromium alloy (including the major elements cobalt, chromium, tungsten, nickel) may suffer an allergic reaction to this implant. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the patient had worsening of asthma/breathing problems thought perhaps to be an allergic reaction to the device. The patient suffered a heart attack on (B)(6) 2009 and was admitted to the hospital. Because of the heart attack he was unable to let the physician know that he had many allergies to metals prior to implantation of the stent. On (B)(6) 2009, the patient underwent a revascularization with the implantation of a 4.0 x 23 mm otw vision stent. Per the patient, he suffers from asthma but felt that his breathing problems worsened immediately after the implantation. He has returned to his physician many times over the past 18 months regarding his worsening asthma which was treated with a lot of different medications. Additionally, he is unable to be as active as he was prior to the implantation of the stent and has gained (B)(6). No additional event or patient information was provided.